Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to o2 cell/sensor failure. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the control printed circuit board (pcb) needs to be replaced to resolve the issue. The control pcb stores information related to the complete system, e.g. Configurations. Therefore, replacement of the control pcb is one of the recommended action according to service manual. The issue was reported to competent authority in abundance of caution as it may in some cases (occurrence with different test failures), represent a reportable event (e.g. May lead to stop of ventilation). The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).